Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. No pump error 130 noted during testing however, pump error 130 was found in the pump history file. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. Please see below for the boluses listed on the event date 23-jul-2024 in the pump history file. (B)(6)2024 06:27:49.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 65000 (6.5 u) bolusamountdelivered: 65000 (6.5 u) (B)(6)2024 08:09:00.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 70000 (7 u) bolusamountdelivered: 70000 (7 u) (B)(6)2024 18:40:21.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 60000 (6 u) bolusamountdelivered: 60000 (6 u) (B)(6)2024 19:37:11.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 91000 (9.1 u) bolusamountdelivered: 91000 (9.1 u) unable to verify customer's daily total of all insulin delivered surrounding the date of (B)(6) -2024 listed on pump history due to insufficient data in the trace/history files. There were no autosuspend (12) alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date 23-jul-2024 in the pump history file. (B)(6)2024 10:51:57.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 23-jul-2024 in the pump history file. (B)(6)2024 07:10:27.000 batteryremoved (55) (B)(6)2024 07:10:27.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 07:10:39.000 batteryinserted (44) (B)(6)2024 16:10:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 16:26:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6)2024 08:59:11.000 alarmalertnotification (40) faultnumber: mfdaalarm (130) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly and lost sensor alert noted. Lostsensor1alert (780) - not confirmed. Pump error 130 - confirmed (found in the pump history file). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.0 mv). The motor was tested outside of the device and passed. The pump passed the functional testing. Unable to confirm alleged hypoglycemia/low bgs. Pump error 130 - confirmed (found in the pump history file), problem isolated to the electronic assembly and the motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, pump error 130, change sensor/bad sensor. The customer reported blood glucose value of 32 mg/dl. The customer reported hypoglycemia, seizures , treated with glucose/carb intake, emergency medical services/ambulance/emergency room visit, other. The event involved product(s) mmt-381a, mmt-332a, mmt-1884l, mmt-7040a. Customer was not able to clear the error. Customer received a change sensor alert. Explained possible causes. Customer is unable to run a transmitter test and/or test passed. Cust advised to try another sensor. No further patient complications were reported. No product return is required for mmt-381a. No product return is required for mmt-332a. The customer will discontinue the use of the pump. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7040a.